Event description:
During cardiac angiogram the catheter kinked. The physician tried to retrieve the catheter through the sheath, however, it fractured inside the femoral artery. Catheter eventually retrieved by femoral cutdown performed by vascular surgeon. Diagnosis or reason for use: cardiac catheterization.